Event description:
It was reported that four pathfinder closure tops were stripped intra-operatively. There was a 30 minute delay while other closure tops were used to complete the procedure with no patient impact. This is report four of four for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Inspection the returned device was examined. Visual inspection revealed deformation damage to the hex. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference reports 3012447612-2025-00023 through 3012447612-2025-00026.

Event description:
It was reported that four pathfinder closure tops were stripped intra-operatively. There was a 30 minute delay while other closure tops were used to complete the procedure with no patient impact. This is report four of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00023.